Event description:
It was reported that the device failed to deliver a defibrillation shock to a pt. The fire department crew responded to a call and found the pt unresponsive, cyanotic and without a pulse. The first responders initiated CPR and attached defibrillator electrodes to the pt. Following two minutes of CPR, the device analyzed the pt rhythm and reached a shock advised decision. However, the device gave the "check electrodes" message and it would not deliver a defibrillation shock to the pt. At this time, the ems crew arrived on the scene and connected a second defibrillator with the same electrodes to the pt to receive the same "connect electrodes" message. A new set of electrodes were then attached to successfully deliver defibrillation shock to the pt. The pt did not survive the event. A clinical review of the reported event determined that there is not sufficient info available to conclusively determine the impact of the device use on the pt outcome; the event record including the pt ECG was not available.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio is anticipating the electrodes return to the manufacturing facility for analysis and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.